Event description:
A customer reported 8 patients experienced severe corneal edema on their postoperative visit the next day after cataract surgery. The surgeon stated that they dop reuse cassettes. It was noted that the customer was using a less quality / or version of irrigation solution from a different company. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and no problems were found. The system was then tested and met all product specifications. While at site, one of the surgeons informed the company representative that the facility has switched to a lower quality irrigation solution. The irrigation solution was not a company product. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the two phaco handpieces or system. The file was reviewed by a company clinical analyst, who stated the following: the facility reports 8 patients with severe postoperative corneal edema. Though post-operative corneal edema can sometimes be attributed to surgical technique, this possibility can be excluded as the reported events occurred over multiple surgeons using varying consumables. The customer noted that the cassettes are no changed after every patient. The cassette type used at the time of the reported event is unknown. Company manufactures both single use and multiuse cassettes. Reuse of a single use device is off label and considered misuse. The customer also reports that the irrigating solution used is not a company product. The manufacturer and the formula are unknown at this time, and may have contributed to the reported event. While there is insufficient evidence to determine contributing factors at this time, there is no evidence that the design or manufacturing of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). The root cause cannot be determined conclusively. (B)(4).